Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that during a cerebral aneurysm coiling embolization procedure, the subject coil was unraveled midway through deployment in the aneurysm. The neuro-interventionalist did unsuccessful attempt to remove the defective unraveled subject coil using multiple devices without disrupting the partially deployed coil within the aneurysm. The stent was deployed to secure the tail of the subject coil protruding out of aneurysm against the wall of the native vessel. No other information is available.

Manufacturer narrative:
Expiration date - added. Manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a cerebral aneurysm coiling embolization procedure, the subject coil unraveled midway through deployment in the aneurysm. The neuro-interventionalist tried to remove the defective coil using multiple devices, but after several unsuccessful attempts the choice was made to deploy a stent to secure the tail of the subject coil against the native vessel wall. No further details of the procedure were provided. While there are a number of potential causes for the reported issue of main coil protrusion and main coil stretched, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during a cerebral aneurysm coiling embolization procedure, the subject coil was unraveled midway through deployment in the aneurysm. The neuro-interventionalist did unsuccessful attempt to remove the defective unraveled subject coil using multiple devices without disrupting the partially deployed coil within the aneurysm. The stent was deployed to secure the tail of the subject coil protruding out of aneurysm against the wall of the native vessel. No other information is available.